Event description:
It was reported the patients battery had died and needed to be replaced. The new device was placed in the patient¿s right hip where the previous one was in their abdomen even though they told the health care provider (hcp) they wanted it in their buttock.

Manufacturer narrative:
Concomitant medical products: product ID 399945, lot# v008456, product type: lead; product ID 3708260, serial# (B)(4), product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).